Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On(B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced a hyperglycemic event and had a headache, felt nauseous, and threw up bile. An ambulance was called by the mother. The patient was brought to the hospital and when a fingerstick was taken the cgm was reading 9.0 mmol/l, and the blood glucose reading was 22.0 mmol/l. At the hospital the patient received intravenous treatment with insulin, valium and fluids. Patient stayed overnight at the hospital. At the time of the report, which was 1 day after the event date, the patient was stable but still at the hospital. It was stated that the patient would be likely able to leave the hospital on that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)